Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned sample indicates the swg kinked in use.

Event description:
The customer reports that the swg is deformed during insertion.

Manufacturer narrative:
(B)(4). The customer returned one lidstock and guide wire assembly for evaluation. Visual examination of the guide wire revealed one major bend near the distal end. The coils appeared slightly closer together; however, they were not offset or unraveled. The guide wire contained one bend 557 mm from the proximal end. The total length and outer diameter of the guide wire were measured and were found to be within specification. A manual tug test confirmed both welds were fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The reported complaint of a damaged guide wire was confirmed by complaint investigation. The guide wire contained one bend. A device history record review was performed with no relevant findings. Based on the sample received , it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the swg is deformed during insertion.